Manufacturer narrative:
The most likely underlying cause for the revision reported is prosthesis wear and a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). An additional reason for the reported revision may be polyethylene fracture and screw loosening, but this could not be confirmed from the provided information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, the patient had an initial right tha. The patient was revised due to the recall, and the surgeon removed the recalled liner, the 3 screws (packed holes with graft) and the cocr femoral head. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.